Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was failing the manifold test. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine six month preventive maintenance (pm) by the customer, the cardiosave intraaortic balloon pump (iabp) was failing the manifold test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the drive manifold to be bad. So, in order to solve the issue, the fse replaced the drive manifold assembly. The fse then performed a full pm, calibration, safety and functionality checks per service manual and the unit passed to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.